Event description:
Legal counsel for the patient reports that the patient underwent primary hip procedure on (B)(6), 2007. Subsequently, it is alleged that patient underwent a revision procedure on (B)(6), 2012 due to pain and elevated metal ion levels. No further information has been received. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.this is 3 of 3 MDR reports for the same event (see: 3002806535-2012-00208/210).